Manufacturer narrative:
Batch records for final product manufacturing and qc records for cov1110074 were reviewed and no abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retained samples of cov1110074 met the qc criteria. The complaint issue was not found with the retained cassettes. The root cause is undetermined. Similar issues will be tracked and trended.

Event description:
False positive result(s). User stated that they tested positive with flowflex on (B)(6) 2022, then they went to a clinic and tested negative with a rapid test that same day.